Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer exercised the right-hand control on console 1 allowing the system to complete the self-test resolving the reported problem. No site visit was conducted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported to technical service engineer (tse) that surgeon side console (ssc) 1 had a self-test in progress and the master tool manipulator right (mtmr) control kept moving. The system logs indicated axis 2 on the mtmr was stuck in a self-test. The customer confirmed there was nothing obstructing the movement of the mtmr and there was no simulator on the back of the surgeon side console (ssc). The customer moved the mtmr through it's range of motion and after doing so the system completed the self-test resolving the reported problem with no further issues. The procedure was completing as planned with no reported injury.